Event description:
It was reported that the pump declared an altitude alarm 21, causing the customer's insulin delivery to be suspended. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the customer through several steps, including cleaning the speaker holes, disconnecting, and reconnecting the cartridge, and attempting to load a new cartridge to resolve the issue. However, the alarm recurred within five minutes. The customer was advised to wait two hours for moisture to evaporate, and two follow-up attempts were made by technical support before closing the case.